Manufacturer narrative:
Analysis of the AED's log files identified that during the AED's self-testing, the AED detected a possible problem with the device speaker and alerted the user to the problem; however, based on the review of the log files alone, it is not possible to identify a cause for the speaker issue. Should additional information become available a follow-up MDR shall be submitted.

Event description:
A customer reported their AED is has a speaker issue (no audio) and a service code (related to a speaker test) that could not be cleared. They did not report that this event occurred during patient use.